Event description:
It was reported that the customer experienced high blood glucose all day. The blood glucose reading at time of the call was 19.0mmol/l. Troubleshooting was performed. The alarm history revealed several alarms. The bolus history and daily totals were correct. It was stated that the customer changed the infusion set and reservoir, but the insulin pump was not delivering. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.